Manufacturer narrative:
Concomitant medical products: d314drg, ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an audible alert for increased rv and superior vena cava (svc) coil impedance. The rv lead also exhibited noise and decreased sensing. The rv lead was reprogrammed, and an extraction/replacement are pending; however, the rv lead remains in use until the procedure occurs. No patient complications have been reported as a result of this event.